Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-04501. It was reported the pt no longer had stimulation. It was reported there were impedance issues with the lead. Reprogramming resulted in discomfort when valid contacts were used. The pt also reported the ipg moved around within the pocket. An x-ray was performed, and on (B)(6) 2011 the physician replaced the pt's lead. The ipg pocket was moved during the same procedure. Postoperative, it was reported the pt had effective stimulation, and the issues were resolved.